Manufacturer narrative:
No button response and button error alarm due to corroded keypad traces. Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.